Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia, bleeding, and patient conditions could not be conclusively established through this investigation. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia, right heart failure, and bleeding as adverse events, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was maintained on dobutamine while awaiting lvad implant. In the operating room the next day, pulmonary artery line placed and decision was made to implant a temporary other manufacturer's rvad with hm3. It was reported that the patient experienced bleeding. There was bright red blood in chest tube output, at one point 100-200cc/hr. Once coagulopathy was corrected and been held at 50-70cc/hr, approximately 2liter in total. Recent chest x-ray showed hemothorax on the left side. In total, the patient received 1/2 dose kkentra, 8 packed red blood cells (rbcs), 7 fresh frozen plasma (ffp), 2 cryo, 2 platelets. The patient was given additional platelets due to hemothorax.

Event description:
It was reported that the patient was stable post implant. The bleeding resolved and the rvad was discontinued on (B)(6) 2021.